Event description:
During a conference call, the cno mentioned a use error that had occurred during a heparin infusion. She stated that the user had changed the pt weight from kilograms to pounds, causing the dose to increase to more than double the intended dose. She did not report any pt harm or medical intervention. She did state that she was surprised that the pump did not alarm when this occurred. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval. When weight is edited during a weight-based infusion, the pump provides the following visual alert, "dose will recalculate based upon weight. Adjust dose or rate as required." The user must select "yes" or "no". Selecting "no" restores the original weight value. Selecting "yes" leads to the programming screen where the necessary changes can be made.